Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly and unexpected restart. The customer's blood glucose level was 115 mg/dl. The customer stated that the buttons on the insulin pump like act were not responding. The insulin pump had low battery alert even if the battery was new. The customer was assisted in troubleshooting for unexpected restart and it was reported that the customer was able to clear the alarm as well as able to complete the insulin pump rewind. The customer stated that the alarm recurred after a battery change. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.